Event description:
It was reported to MFR by facility, per facility pt reached for the assist rail and as he pulled, the bracket gave away causing pt and rail to fall from the bed. Cnas assisted pt to the floor. Pt rec'd an abrasion to the right arm, left shoulder, and red area on the face. Per facility the pt hit their face on a feed pump causing the red area on the face. F/u revealed the pt sustained minimal injuries. Repeated attempts to obtain info regarding the event have been ineffectual. Info not provided includes the serial numbers of the devices in question and a copy of the MDR file by the facility. The device was not available for eval. (B)(4).

Manufacturer narrative:
The facility indicated that an MDR was filed with FDA; however, the firm did not provide a copy of it to the MFR, joerns. As such, the date the MDR was filed is unk.